Event description:
It was reported that the pacing-dependent patient presented in the emergency room with dizziness. It was noted that the right ventricular (rv) lead had high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable all throughout the procedure.

Event description:
New information received notes that the right ventricular lead exhibited loss of capture.